Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. After a day out playing with the kids on (B)(6) 2022, the patient felt nauseous and tired. At 21:00, the cgm reading was 2.2 mmol/l, but the patient suspected that this value was not correct. The patient ate a sandwich and drank some water. As the patient thought there was something wrong with the pump, she changed the infusion set and cartridge. At 22:00, the patient took a blood glucose reading which was 27.9 mmol/l (there were no cgm values taken at that time of the event). The patient self-treated with 12 units of insulin through the pump. The patient got sick and started vomiting several times, so she went to the hospital. At 01:23 the next morning, the patient was hospitalized. At that time of the event, the blood glucose reading was 29.9 mmol/l. At the hospital, the patient was treated with IV insulin. There was no ketoacidosis. The pump did not show an occlusion warning. The patient recovered and was discharged the next day. At the time of the report the patient was fine and her blood glucose values were back to normal. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.